Event description:
It was reported that during a da vinci-assisted surgical procedure, the incident with the 8mm medium-large clip applier occurred while the surgeon attempted to clamp on a vessel. The clip applier looked like it was going to work however would not close on the vessel. There was no unexpected motion of the clip applier. This was the first attempt to use this clip applier. Unfortunately, there are no photos or video to provide. Team used a different clip applier with no issues. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue was related to the clip applier jaws remaining static and not moving when surgeon commanded movement. The issue was not related to unexpected motion of the clip applier when attempting to clip.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The instrument was unable to tested for the clip test because it was returned with bent grip tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.